Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided for review. The 3mensio report was evaluated, and the following was observed: calcification present in the landing zone and tortuosity present in the access vessels. Per the risk management document for the commander delivery system, difficulty navigating the catheter through the anatomy is an identified hazardous situation associated with the transcatheter valve replacement procedure. The commander delivery system is designed to be compatible with a standard 0.035 inch guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035 inch guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, the complaint was unable to be confirmed. Investigation results suggest/indicate patient factors (calcification, tortuosity) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. All complaints are reviewed against control limits.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 23mm sapien 3 ultra in the aortic position. When advancing the 23mm commander delivery system and 23mm sapien 3 ultra valve across the annulus, it encountered resistance. There was about 50% flex on the delivery system so the flex was released to see if it could change trajectory. Resistance was still noticed and the valve would not cross the annular plane. Forward pressure was applied to the delivery system and the delivery system and valve abruptly advanced into the lv over the safari wire. The tip of the nosecone was observed at the lv apex and quickly brought back into the valve. Another coplanar was shot and it did appear slightly different so more caudle was added. The valve was positioned approx. 80:20 and deployed. Deployment appeared normal. A post angio shot was taken and the deployed valve looked to have landed approximately 90:10. Echo was then brought in for tte and immediately observed effusion. A pericardial drain was inserted and blood was drained. Bp and pulse never fully recovered. The patient was put on ECMO while continuously receiving CPR. The patient went into vf numerous times and external defib was given multiple times. Once ECMO was functioning, the patient was transported to the operation room for open evaluation. The patient was brought to the operation room. The tavr valve was removed and there was evidence of root tear under the left coronary artery through the annulus and into the lvot. The patient did not make it through the operation and has passed away.

Manufacturer narrative:
Investigation is underway. H3 other text : device discarded.